Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope had a gap in the adhesive area between the hold ring and distal end. There were no reports of patient involvement.

Manufacturer narrative:
Correction to aware date (g3). This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined since there were no signs of a defect that could have affected the event or that the user¿s handling deviated from the IFU on the device. There is a possibility that the event can occur if physical stress is applied to the device, such as by hitting or dropping the distal end of the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user can prevent the event by following the instructions for use: important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual_ general policy_ precautions. Warning: this instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. Olympus will continue to monitor field performance for this device.